Event description:
It was reported that thrombosis occurred. In june 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). A 0.4mm peri device leak was noted with no intervention required. During a routine follow up examination in october 2022, a non-mobile thrombus was observed on the atrial facing surface of the closure device. The thrombus was noted as biased towards the limbus and the 0.4mm peri device leak was no longer present. The patient was prescribed a maximum dosage of the direct oral anticoagulant pradaxa and no complications were reported.